Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported through a direct call from the customer to the emergency support program, that during use of sensation 40cc a restriction alarm occurred and blood was noted in the helium tubing. No harm to the patient was reported.